Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02108. It was reported the pt felt sharp stimulation in her low back and ineffective stimulation coverage in her right hip. Diagnostic tests revealed invalid impedances on multiple lead contacts. An x-ray concluded both of the pt's leads had migrated. The pt reported she falls frequently and is working on getting a wheelchair. It was reported her scs system was turned off and she will follow up with her surgeon for a possible lead revision